Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that due to freight damage, both seat rails were bent and would not fit into the h-blocks, which confirmed the original complaint issue.

Event description:
Dealer states the two bars under the seat that should be parallel to the ground are bent making the chair unsafe to sit in because the seat does not lock into place properly.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the two bars under the seat that should be parallel to the ground are bent making the chair unsafe to sit in because the seat does not lock into place properly.